Event description:
It was reported that a malfunction code appeared on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to report back if any malfunction recurred, which the customer acknowledged and understood.